Event description:
It was reported that when a patient presented for a routine follow-up, inappropriate therapy was observed due to svt with intermittent atrial undersensing. The device was explanted and replaced.